Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 443 mg/dl measured by fingerstick shortly after changing the infusion set on an ilet system; the user had worn the prior set for multiple days, reported recent higher-carbohydrate meals, and noted extended post-dinner hyperglycemia without device alerts or evidence of infusion set leakage, kinks, or air bubbles. Symptoms included elevated blood glucose. Outcomes included self-management without hospitalization. Investigation included customer counseling on insulin stacking risk, review of recent meal announcements showing a pattern of higher carbohydrate intake with extended hyperglycemia, and guidance to allow time for regulation after the set change. Investigation of this case revealed no device alarms or mechanical issues reported, and the scenario was consistent with hyperglycemia temporally associated with meal composition and possible diminished insulin delivery effectiveness from an extended-wear prior infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.